Event description:
In 05/2004, while wearing the sound processor, the pt reportedly experienced intermittent sound percept and then was unable to hear sound. The pt reportedly was seen at the center for evaluation. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing performed confirmed electrode array impedances were within normal limits. However, further testing confirmed that the device was not funcitonal. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.